Event description:
Patient returned from operating room with anesthesia provider. Anesthesia had programmed pump for correct rate of insulin. When the pt arrived in ICU , ICU staff noted all of infusion (100 ml) had infused when it should have only been 20 ml) . When rn opened pump to remove air from tubing, the internal cartridge holder was found to be broken. The patient's blood glucose was monitored and patient required 50% dextrose for a low level. No further treatment for hypoglycemia was required. The pump was sequestered and biomed was notified carefusion. The facility will release to carefusion for analysis.